Event description:
Note: this report pertains to one of three devices used during the same procedure. It was reported to boston scientific corporation that three wallflex esophageal partially covered stents were consecutively attempted to be implanted in the esophagus to treat an oesophageal stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the tip of the stents detached inside the patient prior to deployment consecutively during each implant attempt. The tip of the first two stents were not confirmed to be retrieved, while the tip of the third stent was able to be retrieved with a rothnet. The order in which the stents were used was unspecified. Finally, an ultraflex esophageal stent was successfully used to complete the procedure. There was no harm to the patient, but the patient did experience discomfort due to the extended duration of the procedure.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detached.